Event description:
It was reported that during a clinic visit the patient's device was found to have a power on reset and the patient was symptomatic at the reset parameters. The clinician reported the subject had exposure to electromagnetic interference, flying, and casinos. The clinician questioned why the device was so sensitive to electrical resets and if there would be a software fix. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that a power on reset (por) occurred. It was noted that the por severity is low. The device should be able to fully recover after the reset. Parity error occurred on (B)(4) 2010 in address "0d ea".

Event description:
Asku